Event description:
It was reported that, after planning was completed during a navio procedure, there was an error on the screen "warning: handpiece exposure control motor failure... Ensure the handpiece is not jammed and that all cables are connected. Press dismiss to continue." It is unknown how the procedure was completed. There was a delay of fewer than 30 minutes. No other complications were reported.

Event description:
It was reported that, after planning was completed during a navio procedure, there was an error on the screen saying: "warning: handpiece exposure control motor failure... Ensure the handpiece is not jammed and that all cables are connected. Press dismiss to continue." They swapped for the handpiece for its backup to continue with a delay of fewer than 30 minutes. No other complications were reported. Upon investigation, it was found that the thumbscrew was missing and that the handpiece exhibited an unrelated fatal failure, so it would not communicate with the system.

Manufacturer narrative:
H3, h6: the navio handpiece pfsr110137, s/n(B)(6) (india) used for treatment was returned for evaluation. A relationship between the reported event and the device was established. The thumbscrew was missing, however nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem could not be confirmed because the handpiece exhibited an unrelated fatal failure. The unrelated fatal failure is that it would not communicate with the system, prohibiting further testing. A log file review was performed. The reported problem was confirmed. A screenshot indicated "handpiece exposure control motor failure. Ensure the handpiece is not jammed and that all cables are connected". The most likely cause of this event is electrical failure within handpiece cable, a cable communication failure. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. Additional information: d10, e1, h6 (medical device problem code) corrected data: b5, h6 (health effect - impact code).

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that after planning was completed during a navio procedure, there was an error on the screen "warning: handpiece exposure control motor failure... Ensure the handpiece is not jammed and that all cables are connected. Press dismiss to continue." They swapped for the handpiece for its backup to continue with a delay of fewer than 30 minutes. No other complications were reported. Upon investigation, the reported problem was not confirmed because the handpiece exhibited an unrelated fatal failure and would not communicate with the system.

Manufacturer narrative:
H3, h6: the navio handpiece, part pfsr110137 used for treatment was not made available to the designated complaint unit for evaluation thus, a visual and functional evaluation could not be performed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a contributing factor may be mechanical component failure. No containment or corrective actions are recommended at this time. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.